Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that the implant never really worked for her symptoms. The patient reported that having diabetes and thought that was why she was going to the bathroom so much. The patient also reported that she was looking for a healthcare provider to remove the implant so she could have an MRI. The patient reported that the MRI was not related to the implant.